Manufacturer narrative:
Load cell, faulty nut in lift motor.

Event description:
It was reported by service report that the scale was not accurate and the lift motor was drifting. No pt involvement or adverse consequences are reported.